Event description:
Complainant alleged that during a training session conducted by the facility staff, the device displayed a "bridge test failed" message. The complainant indicated that there was no patient involvement in the reported malfunction.